Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the device exhibited high atrial capture threshold. The lead was explanted. The patient's condition was good prior and after the surgery.